Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, two (2) fast-fix 360 were opened and the t2s were not found. The procedure was completed using a back-up device, but it is unknown if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the assembly process found that the assembler must slide t2 onto the needle, then slide t1 onto the needle, and then verify both ts are in the correct position prior to packaging. An analysis of the customer provided image found the device outside of its package. The needle is out of focus, so the absence of the t anchors cannot be confirmed. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.